Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer¿s high blood glucose level was over 600 mg/dl and later the blood glucose was 589 mg/dl. Customer¿s was treated with manual injection. Customer is having a high blood glucose level, and was instructed to disconnect from the pump and use the bolus wizard to determine how much insulin to manually inject. The product was not returned for analysis.